Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a device interrogation seven months earlier the pacemaker projected battery longevity of approximately one year remaining. At the current interrogation it was noted the device had reached end of life (eol) four months after the last interrogation. Boston scientific technical services (ts) was consulted and it was discussed that at the previous interrogation the right ventricular automatic capture (rvac) was programmed on. At the previous interrogation the rv lead threshold measurement was 1.2 volts with an output. Ts explained that device goes to retry at elective replacement time (ert) and the pacemaker has to budget for retry outputs when declaring ert. This effectively shortens time to ert when ac turned on at end of device life. The pacemaker was explanted and no additional adverse patient effects were reported.